Event description:
Boston scientific crm received information from the patient that this device stopped working last march. The patient stated that they heard tones and that the device was explanted and replaced with a competitor's device. The patient alleged that they almost died.

Manufacturer narrative:
We contacted the customer service department for the competitor¿s device. They confirmed that our device had been explanted and replaced however the reason for explant was not listed on their paperwork. There has been no product performance allegations reported from clinic and/or hospital staff. As of today the device has not been returned for analysis.

Manufacturer narrative:
Upon receipt, visual inspection noted a hole in the ra+, lv-, and lv+ seal plugs; all other seal plugs were intact and all set screws operated normally. The battery status was end of life (eol) with a monitoring voltage of 2.46v. The battery status was set by charge times. Eol was set after explant. Longevity calculations confirmed that this device depleted normally. Technicians confirmed that therapy was available at the time of explant. No further analysis was performed on this device due to a threat of litigation.

Event description:
New information received indicates that this device was returned for analysis.